Manufacturer narrative:
Device evaluation: the cartridge was not returned to the manufacturer for evaluation as it was discarded. Therefore, the reported code of cartridge crack (split) could not be verified. Manufacturing record review: manufacturing record review and related documents revealed that the product was manufactured and released according to specification. During the manufacturing process inspections are performed to ensure no cracks in the neck, tube and tip areas. Additional inspections verify no bubbles in the tube, in the hinge area or loading zone and tip check for any melting, roughness, dent, bent tip or smash condition. A search in our databases did not identify any non-conformances or exception reports related to the reported issue. A historical complaint data review was performed and results did not identify a product deficiency. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the cartridge. The dfu contains a specific section on visual inspection for any damages prior to use. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The cartridge is not an implantable device. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of the intraocular lens (iol) that the cartridge, a model pscst30 had split. There was no patient injury reported. The device was discarded.